Event description:
The patient reportedly, experienced sound quality issues. Testing performed by the center show a decrease in the patient's overall performance. A company representative met with the patient for device evaluation. Programming changes were made but the issue was not resolved. Due to lack of patient progress, the decision was made to explant the patient's device. Surgery to explant the patient's ci device is to be scheduled.